Event description:
It was reported that pump battery appeared to drain faster than usual. No information was provided regarding any impact to the customer¿s blood glucose level. Customer declined follow-up, and no additional troubleshooting steps or corrective actions were documented, so no further information was received regarding the outcome of event.